Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 143 mg/dl. The customer stated that the pump alarmed 3 times and she was able to clear it twice. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor also, unable to perform occlusion test and excessive no delivery test due to a33 alarm. However, the insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, displacement test and rewind test. The insulin pump had minor scratched display window.